Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2006. Additionally, given that plaintiff¿s cook günther tulip filter has been implanted for nearly 11 years, it is likely that her filter cannot be removed due to endothelialization and penetration of the filter struts.

Manufacturer narrative:
Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). Corrected data based on new information received: - adverse event to product malfunction - serious injury to malfunction the event is currently under investigation. A supplemental report will be provided upon conclusion. Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). Corrected data based on new information received: - adverse event to product malfunction. - serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. .

Event description:
This additional information received on 06/06/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2006 as prophylaxis for deep vein thrombosis and pulmonary embolism. Plaintiff is alleging vena cava perforation, thrombosis, and device tilt and that it is unable to be retrieved.

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Dated (B)(6) 2016, radiology report for abdominal/pelvic CT reports, "the filter is tilted posteriorly and its cone has penetrated the ivc wall into the pericaval fat. Several of the filter legs have penetrated the ivc wall. One leg has penetrated into the duodenum. Others have penetrated into the pericaval/mesenteric fat. Dated (B)(6) 2016, physician's report for abdominal/pelvic CT with contrast, reports" infrarenal ivc filter is noted. There are filling defects within the right gonadal vein. There are no inflammatory changes to suggest inflammation. The right gonadal vein inserts into the ivc at the level of the ivc filter." Dated (B)(6) 2016, imaging review for abdominal/pelvic CT with contrast, reports, "ivc filter tulip, inferior l1-l3, right dorsal tilt, grade 3 perforation (ventral strut abuts uncinate process pancreas and left lateral strut abut duodenum)."

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vena cava perforation, thrombosis, device tilt and is unable to be retrieved". The device was not returned. Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The event is currently under investigation. A supplemental report will be provided upon conclusion.